Event description:
In 2008, the lay-user/reporter contacted lifescan (lfs) on behalf of the lay-user/patient alleging that the onetouch ultra meter is giving inaccurate erratic readings. This complaint is classified according to the documentation of the customer care advocate and the answers to the follow-up questions obtained on october 28, 2008. The reporter claimed that on three days prior to the day lifescan was contacted at about 7:30-8am, the patient obtained a blood glucose reading of "21.2 mmol/l" on the subject meter. Per the aforementioned lfs meter reading, the patient reportedly took 10 units of novorapid based on the insulin sliding scale. 10 minutes later, the patient obtained another blood glucose reading of "7.6 mmol/l" on the subject meter. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 1.11 mmol/l. At around 9:30 am, the patient reportedly started to have symptoms described as "weakness/fatigue, sweating, and headache." The patient was getting ready to eat breakfast but had only had a couple of slices of apples and a few bites of quaker cereal before the symptoms got so bad that she no longer wanted to eat. At around 10am, the report contacted emergency services. The reporter alleged that upon arrival, the patient obtained a "very low reading" on the emt meter. The emt treated the patient with glucose and observed the patient until she felt better. In the reporter's opinion, the symptoms could have been prevented. According to the reporter, had the meter given a correct reading right away, the patient would never have taken so much insulin, which resulted in the symptoms. The patient's diabetes medication has not changed since july of this 2008 and has not been changed since the aforementioned symptoms. During troubleshooting, the customer care advocate verified that the testing technique was correct, the puncture area was cleaned appropriately, the blood sample were taken from approved testing sites, the meter was coded correctly, and the reported meter readings were confirmed in the meter's memory. This complaint is being reported because the reporter claimed that the patient had symptoms that were suggestive of severe hypoglycemia after taking insulin per the lfs meter reading. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject lfs product for evaluation, but has not yet received them. If the lfs product is returned, lifescan will evaluate them and, if the lfs product does not pass inspection, lifescan will inform FDA of the results in a supplemental report.